Event description:
It was reported that before use of the syringe 0.3ml 29ga 1/2in 7bag 420cas jp the hub came off when the shield was removed. The following information was provided by the initial reporter, translated from japanese to english: the hub was detached with the shield.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform DHR check for needle hub separates due to unknown lot number.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that before use of the syringe 0.3ml 29ga 1/2in 7bag 420cas jp the hub came off when the shield was removed. The following information was provided by the initial reporter, translated from (B)(6) to english: the hub was detached with the shield.